Event description:
Pt was implanted in 2005 with a bifurcated stent graft and cuff. The cuff was seen to slip down following implant of the cuff and prior to the end of the procedure. The cuff was ballooned to further expand and seal. Pt returned to the hospital on approximately 10 days later with diminished pulses and pain in the legs. CT's confirmed the cuff had slipped out of place and there was a partial thrombosis of the stent graft and diminished bloof flow to the lower extremities. It was also noted that the pt has a neck angle of 85 degrees (exceeding the labeling limit of 60 degrees) versus the originally preported 45 degrees. Pt was transferred to another facility for an emergency implant of a suprarenal cuff. A limb extension stent graft remained in place. The pt left the operating room in stable condition. The pt was transferred from the ICU to the general floor 4 days after and was scheduled to be discharged to home on the following day.